Event description:
It was reported that a revision surgery was performed for a pt who had a total shoulder replacement in 2003. The provisional diagnosis was: right painful subluxed total shoulder arthroplasty. The plan of care was: right shoulder hardware removal, revision total shoulder arthroplasty to hemiarthroplasty with biologic resurfacing and bone grafting, placing humeral component in a little less retroversion than it is currently, z-lengthening, and exploration of axillary nerve. The surgeon removed the univers I and also removed 2 of the 3 metal fastaks. The pt then received a revision hemi implant. No further pt info was made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
There has been no actual product complaint for the arthrex device. The revision surgery was performed in an attempt to alleviate pt pain. Arthrex has requested the device for eval to determine if there is a product defect involved. The device has not been received. The lot number was also requested but not provided from the original device (implanted in 2003), therefore, the device history could not be reviewed and the manufacturing date was not determined. The cause of the event could not be determined from the info available and without device eval. The most likely reason for the shoulder revision surgery would include inadequate soft tissue balancing or a re-tearing of the subscapularis muscle. If the device is returned and/or additional pt info is obtained, a follow-up report will be submitted.